Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 475 mg/dl due to a reservoir leak; the leak went past the second o-ring. The patient treated via manual insulin injection. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There was an air bubble in the tubing that was larger than champagne-bubble sized. A prime was successfully performed with the current set as well. The customer declined to check the device settings. The insulin pump was expected for moisture from the leak, but there was no moisture inside of the insulin pump. A high pressure test did not occur since the customer did not have a tubing clamp. A self test was performed and the device passed. The customer mentioned that she was hospitalized between six to eight times, but she did not wish to provide any further information regarding the hospitalizations. The insulin pump was not returned or replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. No moisture damage was noted on the motor or electronic assembly during our visual inspection. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Multiple boluses were program. All boluses were delivered and properly recorded in bolus history. No history anomaly noted. The insulin pump functioned properly. The insulin pump was received with stripped battery cap coin slot, broken battery tube threads, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked belt clip slot.